Event description:
It was reported the bd vacutainer¿ 24 hour urine specimen container experienced sample leakage. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "nurses and laboratory technicians complain about the improper closure of these containers. A lot of leakage even though they appear to be well closed."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. OEM manufacturer: the manufacturing location for this product is viscot. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20b001, medical device expiration date: 2020-06-03, device manufacture date: unknown. Medical device lot #: 20g002, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ 24 hour urine specimen container experienced sample leakage. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "nurses and laboratory technicians complain about the improper closure of these containers. A lot of leakage even though they appear to be well closed."